Event description:
It was reported in "retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents", that following a biliary stenting treatment procedure stent migration occurred. An rx ws permalume 10mm x 60mm stent was implanted to treat a malignant stricture in the distal common bile duct. At an unspecified time later, the patient experienced jaundice. The patient was evaluated 6 months following stent implant, and it was discovered that the previously implanted stent had migrated from its implant location to the duodenum. The stent was removed with no technical difficulties. A 10x80mm covered stent was implanted. There have been no additional patient complications reported.

Manufacturer narrative:
Device analysis: this complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.